Event description:
Asku

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the (B)(4). This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, outer tubing overlay was melted and had cosmetic environmental stress crack and breach (non-electrical), there was blood in/on the helix/lobe mechanism and the lead was flexed, within five centimeters of the anchoring sleeve.

Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. It was further reported in a lawsuit allegations that the patient suffered physical and other injury as a result of the recalled lead. Patients have sustained and will continue to sustain severe physical injuries and/or death, loss of consortium, severe emotional distress, mental anguish. Patient "has further suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective lead removed or replaced." There were further allegations that an attorney indicated the patient is deceased.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, outer tubing overlay was melted and had cosmetic environmental stress crack and breach (non-electrical), there was blood in/on the helix/lobe mechanism and the lead was flexed, within five centimeters of the anchoring sleeve.